Event description:
This is a non-us event. The event occurred in (B)(4). The consumer stated that her tampon elongated upon removal and tampon pieces remained inside of her. She was able to remove all remaining pieces.

Manufacturer narrative:
Device history record is under review. Info from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for eval at the time of this report.